Event description:
The complainant reported an automated impella controller (aic) had a controller error. This issue occurred during patient support. No patient details were provided.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (yellow alarm) has been completed. On the complaint date, june 09, 2025, the console logs recorded only a continuous powermod_1 communication issue, with no 'controller error' alarm recorded in the logs. The downloaded logs did not show any record of a 'controller error' alarm, indicating that the logs may have been overwritten. This console was tested and during bootup, the console rebooted automatically and displayed the "system self check failure" screen. Visual inspection confirmed power battery manager (pbm) contamination, which has impacted a neighboring rs232 communication channel. The root cause of the controller error was determined to be pbm corrosion resulting from electrolyte leakage caused by battery failure alarm super caps.